Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2019, patient mistakenly ingested a capsule along with the magnet dislodged from the package tray. Office manager who administered the ingestion procedure informed capsovision that the magnet was attached to the capsocam capsule. The capsule and magnet were both removed from the package tray. The magnet was removed from the capsule for ingestion, but patient's wife told the manager that capsule needs to be swallowed along with the magnet. Patient swallowed the capsule with magnet attached without consulting the physician or nurse in the clinic. The combined weight of the capsule and the magnet may make them too heavy to move beyond the ascending colon. Dr. Ordered patient boosters to help excrete capsule. The capsule was not excreted after three days and physician ordered x-ray on (B)(6) 2019. The image revealed the capsule was still in the colon with the magnet attached. Doctor prescribed boosters to help the patient to excrete the capsule. The capsule was retrieved by colonoscopy on (B)(6) 2019.